Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. Examination of the physical product cannot confirm the cracked condition. However, analysis identified that the device was broken in two pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the femoral impactor cracked while implanting the femur. All pieces were found. It did not extend the time of the case. It is not available for return. There was no surgical delay.